Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) unit. The technical service representative (tsr) explained the alarm and assisted to clear the alarm. The tsr advised the hp to start over again using new supplies. Proper procedures were reviewed with the hp. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up call with the home patient (hp), the hp stated that she got the alarm and then noticed that there were excessive air bubbles in the drain line. The hp contacted her nurse and ended therapy for the night .